Event description:
Information was received from a patient regarding an implanted infusion pump for malignant pain and abdominal/visceral indications. It was reported that the patient's handset was getting stuck at 90% when delivering a bolus. This issue had been ongoing for a year. Patient services reviewed data and assisted the patient in deleting data. The patient was then able to connect to the pump without lagging at 90%. The patient planned to call back if further assistance was needed. It was noted that the patient had 6 boluses per day.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.